Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer charged the pump the day of the report to 75% and the battery depleted to 10% that day. The customer¿s blood glucose level was 125 (mg/dl). Review of the pump history during troubleshooting with tandem's customer technical support (cts) was unable to confirm the last time the pump battery was charged. The customer declined to upload the pump data logs for review and declined further assistance from cts.